Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and lumbar radiculopathy. The patient reported a loss of stimulation and return of symptoms. The patient went to turn their stimulation on last night because their legs were hurting them but they did not get any stimulation. The patient noted having the ability to change the stimulation. The patient was usually on group d which they ran up to 10 volts with no stimulation. They tried other groups and felt a little something on a. The patient reported falling last week. They were thrown and landed into a ditch on their back and hit their head. The patient was redirected to their healthcare professional (hcp) for reprogramming and evaluation of lead placement. No further complications were reported/are anticipated.

Event description:
Additional information was received from a consumer via the manufacturer representative. The patient¿s medical history includes low back and leg pain. It was reported that the patient was not feeling stimulation after a fall on (B)(6) 2017, and then the patient was flipped onto his back. All of the impedances were out of range except for contacts 5 and 7. The patient has tripole in the right quadriceps. Stimulation on these two contacts produced bilateral leg coverage, and the patient reported feeling good. Reprogramming on the active contacts yielded good coverage. The issue was resolved at the time of the report. No surgical intervention was planned or performed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient notified their managing health care provider on (B)(6) 2017 that his pain in his back and legs was hurting severely. Nothing was done by the patient¿s managing health care provider, but the patient was referred to their implanting physician for additional troubleshooting with the system. As a troubleshooting method, the patient had turned on the device and went to every channel on his battery and nothing happened. The patient also noted the cause of the loss of stimulation as the fall when he landed on his lower back. The patient¿s legs and back started hurting following the fall, so the patient turned on the stimulator, and it did not work on any setting. No further complications were reported.